Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions, and h11 have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imaging review showed a distal tip torn both axially and radially along the distal liner edge, with hdpe stretching visible along the tear. The 3mensio imagery provided was reviewed and showed tortuosity and calcification within the patient's right access vessel and abdominal aorta. The complaint for sheath distal tip torn was confirmed based on review of the provided imagery. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process, and/or by other manufacturing-related factors. Additionally, patient or procedural factors - such as challenging anatomy or non-coaxial advancement angles (tortuosity) may exacerbate interference between the valve and distal tip, leading to increased resistance and potential tearing during system advancement. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing and subject it towards separation. While multiple contributing factors have been identified, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. An investigation has been opened to determine the root cause and implement any necessary corrective actions.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), a patient underwent a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 26mm sapien 3 ultra valve in aortic position. A 14fr esheath+, 26mm commander delivery system, and the valve were prepped per IFU without any defects noted. During the procedure, the esheath was inserted without difficulty. The valve was then inserted through the sheath without difficulty and valve alignment was performed in a straight section of the aorta. The valve was implanted 90:10 successfully without any paravalvular leak or aortic insufficiency noted post implant. The commander delivery system and esheath were removed without difficulty. Upon removal, a small tear was noted on the sheath at the distal tip. The esheath was discarded by cath lab staff. No vascular complications were noted and no patient injury occurred. The perceived root cause was vessel tortuosity of the right femoral. Imagery review showed that the distal tip was torn both axially and radially along the distal liner edge, with visible hdpe stretching present along the tear.